Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a dinner meal on the ilet, with blood glucose decreasing to 44 mg/dl; the user noted limited carbohydrate intake and stated that not announcing meals had been working better as the ilet continued to learn insulin needs. Symptoms included tongue tingling during the low. Outcomes included approximately 1.5 hours outside the target range and resolution with oral carbohydrates consisting of 4 ounces of orange juice and a glucose tablet, without medical intervention or ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms and no device malfunction identified, with the event consistent with insulin dosing while the adaptive algorithm was learning and meal announcement potentially contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.